Event description:
It was reported that during a procedure the rear inside of the fiber broke. The fiber was exchanged and the second fiber was used to complete the procedure. There was no harm to the patient.